Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d4, g4, g7. Additional: h1, h2, h3, h6, h10. D4 UDI: (B)(4). Reported event was confirmed by review of patient visit notes. Patient visit notes one month post surgery states that patient had pain and underwent manipulation due to anesthesia due to arthrofibrosis and issue was resolved. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42522400512, l/n: 64211887, tibia cemented; p/n: 42532006402, l/n: 64271507, femur cemented; p/n: 42500006402, l/n: 63946820, all-poly patella cemented; p/n: 42540200029, l/n: 64358563. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00328, 3007963827 - 2019 - 00329, 3007963827 - 2019 - 00330, 0002648920 - 2019 - 00853. Remains implanted.

Event description:
It was reported the patient underwent a manipulation under anesthesia procedure 1 month post-implantation due to arthrofibrosis. Subsequently, no revision occurred. No additional patient consequences were reported.